Event description:
It was reported that issue with system errors on alaris device. The customer reported this issue to bd during site visit. This site visit was requested by the customer to assess the hospital's current practice and plan for next steps to improve nursing interoperability adoption and best practices, which will ultimately achieve the goal of increasing patient safety. The information on patient involvement is not known.

Manufacturer narrative:
Omit : a1601 - device alarm system (1012). The root cause for the reported issue of site visit report - system errors was not determined. The reported issue that there was site visit report - system errors could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that issue with system errors on alaris device. The customer reported this issue to bd during site visit. This site visit was requested by the customer to assess the hospital's current practice and plan for next steps to improve nursing interoperability adoption and best practices, which will ultimately achieve the goal of increasing patient safety. The information on patient involvement if not known.